Event description:
Patient having elective arteriogram, and stent would not deploy. While removing the stent, it deployed in the wrong location, which later required surgical removal. Summary: improper stent deployment due to product failure.